Event description:
It was reported that a nurse injected morphine into the pt-line stopcock, which was connected to a ventricular drain in a pt. As a result, the medication caused the pt to die. The medication was intended to be injected into the bloodstream, not the ventricles of the brain.